Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source exhibited b30 errors (scope communication error) with multiple scopes. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. It was confirmed that a non-olympus product was installed. The installation of non-olympus products is described in the instruction manual as follows: "[warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.